Event description:
It was reported during a hand assisted left nephrectomy procedure when the surgeon was extending his hand the device ripped and was torn in several pieces. They manually removed the pieces from the patient. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the iris seal torn. The tear initiated two inches below the upper inner ring and spiraled 360 degrees to the lower ring. No conclusion could be reached as to what may have caused the found condition of the iris seal. The batch record was reviewed and no anomalies were noted during the manufacturing process.